Manufacturer narrative:
Additional customer contact information: (B)(6). A getinge field service engineer (fse) during pm had found the pneumatic interface module (pim) had a crack/fracture on the housing panel. This cardiosave had been in storage and the crack occurred during transportation. Damage caused by ratchet/ tethering straps. The pim was replaced due to cosmetics appearances. The device had no functional issues or problems during the pm. All work performed on maintenance. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received pneumatic interface module with a reported unit failure of the pim having a cracked housing. The failure analysis and testing dept. Performed a visual inspection and found the left side of the pim housing was cracked. Damage occurred in transportation, and damage was caused by using ratchet tethering straps. Due to this damage, the failure analysis and testing dept. Cannot investigate this complaint any further. Retaining the pim in the failure analysis and testing dept. Per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units pim housing is cracked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.